Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v836183, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received via the patient reported the patient had a lack of therapeutic effect and the change in therapy/symptoms that was sudden. The location of the symptoms was the pelvic area. The patient felt stimulation. There were no medical procedures or emi that could be related to the issue. The patient had a motor vehicle accident on (B)(6) 2014 as previously reported. Ever since the car accident the patient's therapy had not worked. She felt stimulation but it still didn't control her symptoms. The patient knew that the device was sending out energy because, it could shock the devil out of her. The patient reported that the health care provider (hcp) had cut something in the bladder to make her hold more urine and that it had done nothing but cause her pain in the stomach. The patient had the surgery after the wreck. It was the worst the patient had ever been since the implantable neurostimulator was implanted. The patient stated that she was crippled and it took her longer to go to the bathroom. The patient had tried all the programs/adjustments on her programmer and nothing had worked. The last time the patient went to the hcp he told her not to come back until she got a card in 6 months. The manufacturer representative had been there twice to re-program her. The second reprogramming was done 6 months ago when she last saw her hcp. The nurse reprogrammed her at the last appointment as well. The indication-for-use was interstim-other.

Event description:
Patient had replacement of neurostimulator. Patient last seen by healthcare provider on (B)(6) 2015 per healthcare provider. The indications for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received reported that the patient¿s symptoms came back after the car wreck. The patient met with the manufacturer representative several times at their hcp¿s office. About a year ago, they put something in the patient¿s bladder surgically to make it bigger so it would hold more water. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient indicated that she was having trouble with her bladder and wanted to know if the device could shock her. The patient was getting good therapy from the device until she was in a car wreck on (B)(6) 2014. Since then she had accidents and sometimes gets shocked. The patient's hcp (healthcare provider) moved. Physician listings were mailed to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that last week the patient went to see their health care provider, who turned it up. When they turned it up, it made the patient's rectum sore and their bowels didn't move. Nothing happened and the patient couldn't pee. Before they went down there, the patient was going 7 to 10 times a day. The patient was currently on program 4 at 1.5 v. After numerous attempts, the patient was successfully able to decrease stimulation to 1.0 v. Additional information received on 2015-07-27 indicated that patient stomach or belly has been hurting ever since the operation. It was noted with the other health care provider patient wore very small pads but now wore them over night (all the time) and change every morning. The patient indicated that they also wear pull up which were not comfortable. The patient wear 2-3 pads everywhere they go and even at home. It was expensive but better than changing clothes 3-5 times a day. The patient called manufacturer and was assisted in setting the device. It was better when it was set by either the patient or manufacturer, but did not stay the same. The patient had to reset it 2-3 times a week. It was noted that patient's car was wreck and it just did not work correctly. It was noted it had power to really shock. The representative stated it could be the loose wire and would not work. The health care provider did surgery to put shots of something in her bladder to enlarge it, so as to hold more water he could look over and did an x-ray. The implantable device was not staying where it was set for instant their rectum was getting sore and patient was peeing approximately 20 times a day. It was noted that she gets up and put weight on her feet she start peeing. The patient had never made it to the bathroom. The other problem was patient had to prop their leg "which has a bad sore place" up 4 times a day but get wet before she get out the couch. The patient truly believes the wreck messed their device up badly. It worked great until (B)(6) 2014. The earlier part of this event was previously reported under manufacturer report # 3004209178-2015-13533.

Event description:
It was reported that the patient had an injury and 2 months ago on (B)(6) 2014, the patient got into a car accident. The patient was on the passenger side going from their health care provider¿s (hcp¿s) office and was out for at least 5 minutes and began to think even longer. It was noted that the first thing the patient remembered was that they felt like someone hit the back of their head with a hammer and the patient was in the emergency room (ER) and was at the hospital that day. Now the patient could not lie on their right side and could turn over sometime by morning. It was stated that the patient now had eye problems and went to see an eye hcp who told them it had to be a big trauma that caused it. The hcp ordered an MRI on the brain for the patient. It was reported that the patient had a loss of therapeutic effect and was peeing all the time. The patient had times when it was better and had times when it was worse but their bladder got worse since the car wreck. It was noted that some mornings when the patient stood up it just flooded from them.